Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported on two occasions she had to have a vaginal exam to remove the tampon. After that, four additional times, the tampons fell apart upon removal and she had to manually remove the tampon pieces. She experienced vaginal discharge, pain, itch, and irritation.